Event description:
On (B)(6) 2023, nakanishi received a phone call from a dealer about an nsk handpiece overheating. The details nakanishi obtained are as follows: the event occurred on (B)(6) 2023. The dentist was performing a crown removal procedure on tooth #7 of a patient using the z95l handpiece (serial no. (B)(6)). The patient was not under anesthesia. During the procedure, the handpiece overheated and the patient received a burn injury with blistering to their mouth. The injury has healed normally without any need for additional medical treatment.

Manufacturer narrative:
The dentist refused to provide information about the patient's weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [(B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (200,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000min-1 (motor revolution 40,000min-1). Nakanishi observed rises in temperature at the test points as shown below; however, the temperatures were not high enough to cause a burn injury. The maximum temperature measured in the 5-minute test were as follows: test point (1): 33.2 degrees c, test point (2): 37.1 degrees c, test point (3): 29.8 degrees c, test point (4): 30.7 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the cartridge and the gear of the drive shaft were soiled and abraded. The shank of the bur returned together with the handpiece was abraded. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi did not identify the exact cause of overheating of the returned device because nakanishi was not able to replicate the temperature rise at the time of the event, but based on the findings in the visual inspection, as well as many years of experience, nakanishi considers the possibility that the cause of the handpiece overheating was abnormal resistance during rotation caused by ingress of foreign materials (abrasive powders) into the handpiece cartridge and/or residual liquid (excessive lubricating oil) generating heat during rotation into the handpiece cartridge. B) a lack of maintenance caused the accumulation of debris on the internal parts and/or residual excessive liquid, which contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.